Event description:
On (B)(6) 2006, a monarc sling was implanted to treat stress urinary incontinence. It was reported that, "I had the mesh for sui in 2006 and have had nothing but problems and pain associated with this. I heard a commercial on tv about a class action suite and then realized all of this pain was coming from the mesh. I recently had it removed as it had eroded into my vagina and some muscle and other tissue. I am not sure yet if I will need more surgeries to correct this issue."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.